Event description:
It was reported that the interpulse handpiece with coaxial high flow tip fell apart during a procedure. There were no reports of the tip or any fragments of the tip falling into the surgical site. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
(B)(4).